Event description:
It was reported to medtronic on (B)(6) 2015 that the a customer stated that the patient received 125 ml of formula followed by 90 ml of water at 0600. The rate was set at 250 ml/hr. The patient should have stopped receiving feeding at around 0700. At 0745 the nurse noticed that the pump was still infusing air into the patient and the alarm was not going off. The nurse stopped the feeding pump and vented the patients gt with copious amounts of gas released. The patient's gt was also vented at 0930 with copious amounts of air/gas noted. The patient began having seizure activity following the incident around 0930. The patient continued to seize for about 30 minutes and large amounts of gas/air released during subsequent gt ventilations. Aprn was notified and patients mother was contacted. The medtronic sales rep reported that the patient is prone to seizures when they are uncomfortable and has had previous history of seizures. The patient was uncomfortable due to the air/gas from the unit which made him seize. The nursing staff just vented the gt as they did before.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One kangaroo joey pump w/clamp was returned to the service department with a specific request for service/repair: it was reported to medtronic on (B)(6) 2015 that the a customer stated that the patient received 125 ml of formula followed by 90 ml of water at 0600. The rate was set at 250 ml/hr. The patient should have stopped receiving feeding at around 0700. At 0745 the nurse noticed that the pump was still infusing air into the patient and the alarm was not going off. Initial testing of the unit found that the pump was functioning properly. The unit was escalated to a senior technician where it accurately detected the presence and absence of fluid, passed extended performance, functional, accuracy and recertification testing therefore, this complaint will be considered false. The pump will be repaired and returned to stock. Kangaroo joey pump w/clamp was manufactured in 2013.